Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is not working. There was no reported patient involvement.

Event description:
The customer reported that the display is not working. A correction was provided that the customer reported a therapy disabled error and not a display problem. There was no reported patient involvement.